Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint from another health facility was reported to us on this access ports batch. Investigation: despite several requests, no information have been forwarded to the manufacturer. Without the device, nor the x-ray pictures, nor information about the implantation procedure, no thorough investigation can be performed. No conclusion can be drawn.

Event description:
Migration of the catheter detected during the rinsing of the access port before chemotherapy treatment. The catheter was then withdrawn. This incident happens 3 times in the same hospital with the same access ports batch.